Event description:
Customer reported experiencing a current low blood glucose (bg) level, with the lowest recorded bg being 52 mg/dl. To address the low bg, the customer consumed carbohydrates. Although the customer was informed about the functioning of the alert system, there was no immediate interest in proceeding with a supplies or system check, but they intended to call back later if needed.